Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information - the report of a pump stoppage was confirmed based on the analysis of the submitted log file that was provided by the account; however, a specific cause for this event could not be determined through this evaluation as the lvad remained in use. The instructions for use contains information regarding all system controller alarms and explains that physiological factors can affect the filling of the pump. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that, "the patient remains ongoing. No additional issues."

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a pump stop alarm was discovered when reviewing the pt's event log during a clinic visit. The data log file revealed red heart alarm and pump stop alarm with an increase in power to 10.0 watts. The system controller was exchanged with another system controller.